Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had back surgery that they stated was unrelated to their device/therapy. They stated that a couple weeks after their unrelated surgery they noticed that their device was not calibrated right and made their pain worse and not better. The patient was calling in to get a hold of a manufacturing representative and they were redirected to contact their healthcare provider to have them request a rep to help them make adjustments for their pain. It was reported that the event occurred in (B)(6) of 2017 (during the first part of the month). No further complications were reported/anticipated.